Event description:
Subsequent to the initial medwatch report, additional information received indicates: it was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred and a second proglide was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Patient reported to be of average weight and height. Lot number corrected, change from 20327j1 to 20509j1. (B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported cuff miss event was not confirmed because key components (plunger, cuffs, link, needle tip and monofilament) were not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device did not "fire". There was no reported adverse patient sequela. The physician was reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.